Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 25 occurred during the load process. The customer's blood glucose level was 273 mg/dl and it was addressed with a correction bolus. The customer successfully reloaded the cartridge.